Event description:
The pacing lead was explanted and replaced with a defibrillation lead when the system was changed out from an ipg to an ICD. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found an intermittency between the connector pin and cap. The full lead was returned and analyzed.